Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer was treated with bolus. The customer stated that the drive support cap was normal. The customer also stated that they did allege insulin pump was under delivering. Troubleshooting was performed and customer states the insulin exited. Customer stated that there was air bubbles in the tubing. Customer also stated that approximate size of air bubbles was about an inch. The insulin pump will be and reservoir will not be returned for analysis.